Event description:
During an atrial fibrillation ablation with farapulse to treat persistent atrial fibrillation a farwave was selected for use. During the insertion of the farawave catheter, the flush line was not connected. The scrub tech noticed this and informed the physician, who continued with the procedure. The flush line was then connected, but it is unclear if air was accidentally introduced at that point. Shortly after, st elevation was noticed on the monitor. Both the carto mapping system and the team saw changes in the t-wave and alerted the physician. The physician paused the procedure, waited for the st elevation to subside, and then resumed the procedure. The procedure was completed without further complications. The patient is expected to fully recover. The device is not expected to be return due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.